Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding and a bronchospasm, requiring prolonged intubation. The target nodule was 5 centimeters in size and located in the right lower lobe. The biopsy workflow was completed, and during bronchoalveolar lavage (bal), bleeding from the biopsy site was observed. Cold saline, tranexamic acid, and albuterol were given, which controlled the bleeding. There was approximately 200 ml of blood loss. The patient did not require any additional intervention for the bleeding. After bal, the patient had a bronchospasm, so the physician decided to keep the patient intubated to protect the airway. The patient was admitted for 3 days, during which the condition improved, so the patient was subsequently discharged home. The physician reported that bleeding is an expected complication of the procedure, and the bronchospasm was attributed to underlying chronic obstructive pulmonary disease (copd) and obesity. The physician believed that the event would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the bleeding and bronchospasm cannot be determined. The physician reported that the bleeding was an expected complication of the procedure, and the bronchospasm was attributed to underlying chronic obstructive pulmonary disease (copd) and obesity. System logs were not available for review.